Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not pair with a dexcom g7, resulting in continued bg run mode for approximately 4.25 hours; the user toggled between g6 and g7 settings, restarted the device, and re-entered the pairing code while using the dexcom mobile app to view glucose and manually enter values as needed. Symptoms included no adverse physiological effects and no alerts or alarms. Outcomes included temporary loss of automated cgm data transmission to the ilet with continued therapy using manual bg entry. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing failure between the ilet and the cgm system without evidence of device alarms or user harm. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or connectivity issue between the ilet and the dexcom cgm.